Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D4/h4: it was reported that the exact lot number of the device involved in the event is unknown. However, two (2) potential lot numbers were provided. These are listed below with their associated dates of manufacture, expiration dates, and udis. Potential lot 1: 66111520 . Manufacturing date: 2023 aug 07 expiration date: 2028 aug 07 UDI: (B)(4). Potential lot 2: 66111517. Manufacturing date: 2023 aug 07 expiration date: 2028 aug 07 UDI: (B)(4). G2: foreign - the event occurred in germany. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal procedure, the device tip fractured when inserting it in the joint. The fractured piece was recovered, and an alternate device was successfully used to complete the procedure. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.